Event description:
The hcp reported that within the last 2 years the pump was alarming that it was out, but the pump still had medication in it. Per the hcp they always use fluoroscopy, so that they know it was filled, as well as the report that is printed after it is filled. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).